Event description:
It was reported the patient was experiencing overstimulation with the ipg both on and off. The patient has a pain pattern of the lower back and bilateral lower extremities. The patient has turned the scs system off. As a result, the patient underwent surgical intervention to explant ipg (explant date unknown).